Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 501 mg/dl. The customer had symptoms that made them feel sick to their stomach. The customer took a shot of 15 units of insulin and changed out their quick set. Customer's blood glucose value was 140 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Advised customer the proper way to insert sensor cannulas. The insulin pump will not be returned for analysis.